Manufacturer narrative:
(B)46.)

Event description:
It was reported that signal loss over one hour occurred. Product was provided for investigation. An external visual inspection was performed and failed due to a contaminated usb connector. The receiver could not charge nor boot due to the receiver would not turn on. The receiver log was unable to be downloaded due to no power. A functional nor pairing test could also not be performed due to no power. An interior inspection was performed and failed due to a damaged battery. The allegation and root cause could not be determined.